Event description:
A customer reported to beckman coulter, inc. (Bec) that 5 to 10 ml of retic blue stain leaked from coulter lh 780 hematology analyzer during start up. The customer was wearing ppe including gloves and a lab coat at the time of the event. There was no exposure to mucous membrane or open wounds. No one required medical attention. There was no death, injury or change to patient treatment as a result of this incident. Msds was not reviewed, but there is an exposure control plan in place at the facility.

Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) reported that the tubing (vl99) had popped off the check valve. The fse replaced the tubing. The fse also found that the auto start switch was not working, and replaced the switch. The fse verified repair per established procedures. The root cause for the event was a popped tubing (vl99). (B)(4).